Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during slitting, after the outer catheter was removed, the distal portion of the catheter was still wrapped around the left ventricular (lv) lead. It was removed from the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the delivery catheter was returned and analyzed. Analysis indicated the mechanical operation of the catheter slitting showed a spiral slit. The mechanical operation of the catheter shaft was kinked. Visual analysis of the lead indicated damage during use. The analyst noted it is likely that the spiral slit found on the catheter shaft leading the catheter to break. A broken piece was not returned. If information is provided in the future, a supplemental report will be issued.